Event description:
It was reported that during the implant procedure the physician noted the right ventricular (rv) lead was bent near the ring electrode. The lead was never implanted. The physician asked for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).